Manufacturer narrative:
Initial and final MDR 1893431 - MDR 3003442380-2024-09626 - device 5 of 5 e1: patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in spain. The patient reported that five infusion sets fell off during use on (B)(6)2024. The infusion set in use for few hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.